Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0uvh4, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy, and that they are no longer feeling stimulation as of (B)(6) 2016. The patient is getting symptom control, but are concerned because they are normally at 2.9v and have increased until they hit the upper limit and still feel nothing. Therapy was confirmed to be on, but the situation was not resolved. The patient has had several x-rays and a fall that could possibly be related. Follow up with the healthcare provider (hcp) is to be conducted on the monday following date notified. Follow up information received from the patient on (B)(6) reported that the cause of the loss of stimulation is unknown, they were attempting to change the device program when they discovered there was no stimulation. There were no significant falls or extensive physical activities in their life schedule. They met with their healthcare provider (hcp) and tried multiple times to connect, so the hcp suggested turning off the device for a few days and turning it back on. This did not resolve the issue, so they met with a manufacturer representative (rep) who found that the issue was only one of the leads/channels/programs were active. It was also found that they have a bunching of the lead wire palpable under their skin, which is the second time this has happened, along with a potential dislodgement. There is no pain associated this time. The loss of stimulation has been resolved for now. The patient's indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.